Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an alert for shorted output stage detection (sosd) was observed in the history of the device. Abbott technical support was contacted and determined that the sosd alert was most likely false and caused by electromagnetic interference. No intervention was performed; the patient was in stable condition and there were no adverse consequences.